Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon did ankle fusion nailing surgery with expert han, but blades were not supplied as a whole size from sale dealer. The surgeon used the longest one available (55mm), but it was too short to fix. Post operatively, the blade was found to be inserted too deep into the calcaneus. There were no reports of surgical delay. This report is 1 of 1 for (B)(4).